Event description:
Nevro spinal cord stimulator was implanted. And serviced for about a year (company says it supports for the life of the product - about 10 years) I have made numerous calls to local tech support (B)(6) since (B)(6) 2025 -all were unanswered. All calls to nevro corporate and globus corporate - nevro owner - also have not been answered. Instead of reducing pain, stimulator causes additional pain which in turn cases serious lack of sleep, narcolepsy, difficulty walking, heart problems, etc. It appears to me to be a similar case to the stimwave case a few years ago. Please look into this and get me help.